Event description:
The customer reported that the live monitor blanked out. They rebooted the system and continued with the case.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep reseated all pcbs and connectors, then replaced the cabling assembly's. The symptoms returned. The left monitor was blank. The rep removed the sleep function from the left monitor and the right monitor went blank and would not wake. The touchscreen would not function. He removed the power and monitors then found small dustball between video ctrl and system interface. He cleaned out and tested and could not duplicate any further blanking out. Later the monitor went out again. He gathered log files and erased the nodes then replaced the system interface. He reloaded the cal files. The site wishes to replace the footpedal due to intermittent issues so the rep replaced the footpedal. The system is operating as intended.